Manufacturer narrative:
(B)(4). Batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a low anterior resection, the reload fell out of the device and into the patient's abdomen. It was retrieved and the case was completed with no patient consequences.